Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 5076 implantable pacing lead: (B)(6) 2005. (B)(4).

Event description:
It was later noted that the threshold also increased, just prior to the impedance increase.

Event description:
It was reported that the right ventricular lead had an acute impedance increase and was high. The lead was capped and replaced. No patient complications have been reported as a result of this event.